Event description:
It was reported that asymptomatic patient was present in telemetry unit prior to discharge post-implant when the device showed post-paced t-wave oversensing on the real-time EKG. The device was reprogrammed. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.